Manufacturer narrative:
Follow-up submitted with evaluation results.customer performed repair.

Event description:
It was reported via repair work order that the fowler had phantom motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler had phantom motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.